Manufacturer narrative:
One sample was received for quality evaluation. Visual inspection of the the sample indicates that the roller clamp is crushed and the pinch roller of the clamp is missing. The customer complaint of component damage was confirmed. The investigation was forwarded to the manufacturing group to review the damage to determine if the damage was caused during manufacturing. After the investigation, manufacturing determined that the damage could not be replicated during any portion of the assembly process. The personnel involved in the set assembly process were notified about the reported issue. They were instructed to inform their supervisor if any damaged component is identified prior to assembly. The investigation was then forwarded to the supplier quality group to determine if the component could have been received damaged in the matter observed. The supplier quality team determined that the type of damage seen could not be due to the supplier due to multiple checks of the components before they are installed in the assembly. The root cause for the damage seen is unknown. The possible cause of the issue is that the component may have been damaged during transport of the product. A device history record review for model 2420-0007 lot number 24113241 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had a damaged clamp. The following information was provided by the initial reporter: roller clamp thumb roller missing with plastic cartridge compressed. Brand new tubing taken out of the package. Description of product: gem v/nv 20d 1cv 2ss dehp-free 20ea/ca. Lot or s/n: (B)(6), patient injury: no, qty affected: 1 ea.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.